Event description:
It was reported by the cssd at maitland public hospital australia that 2 metafix straight handles were found to have sharp edges that cut someone's finger. More information regarding the reported injury and seriousness of the cut has been requested but no further information received.

Manufacturer narrative:
Per comp (B)(4) initial report. Additional information including: - further information about the sustained injury - was there any surgical delay? Has been requested. The reporter confirmed that this information was not available. The relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. Submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.